Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 4 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The caregiver (cg) stated the alarm was on when he got home from work. The hp was connected but had disconnected to use the bathroom during dwell 4 of 4. The hp stated she did reconnect to the machine. The customer contacted global product surveillance (ps) on (B)(6) 2011. The hp's husband stated that the error was with the hp. The hp had disconnected to use the restroom and did not reconnect in time. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) had disconnected to use the restroom and did not reconnect in time. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error, patient disconnected from the set.